Manufacturer narrative:
Several attempts have been made to the hospital for additional information, with no success. At this time the device has not been returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. However, if the device becomes available at a later date for examination a supplemental file will be submitted. The 510k number is unknown as this is a custom defined device.

Event description:
It was reported that the pressure monitoring set was displaying erroneous blood pressure measurements. There was no report of medications or treatment given because of the erroneous values. There was no patient injury or compromise reported.

Manufacturer narrative:
Further follow up with the hospital indicated that an alarm message regarding violation of blood pressure limits was seen on the monitor. This would not be a reportable event due to the error message. Follow up attempts for return of the device have been unsuccessful at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Abnormal pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.